Event description:
The account stated that the architect analyzer generated an elevated b-hcg result of 2322.87 miu/ml. The sample was repeated in duplicate. Both results were <1.20 miu/ml. There was no report of impact to patient management.

Event description:
Baxter customer service associate reported in 2009 that a customer had experienced a backflow issue with the interlink continu-flo solution set (lot number unknown) on the pediatric floor during patient use. The primary bag was infusing normal saline at 30ml per hour (volume unknown). A secondary set (unknown lot number) with tobramycin to infuse at 50 ml per hour (unknown volume) was attached. The nurse noted a backflow from the tobramycin bag into the saline bag and saw bubbles in the primary line. The nurse also noticed a rapid drip rate of the tobramycin. Each time the tobramycin would drip, she would note the backflow into the saline bag. The primary bag became discolored. The secondary bag was hung higher than the primary. It is unknown if the bag was squeezed per label copy to initiate flow. It is also unknown if the check valve was inverted and tapped per label copy to initiate flow. There was no improvement in the condition of the patient when normally the patient improves faster with this type of medication. The patient's blood count dropped from 19 to 16. The patient is also being treated for breathing issues which is normal for a cystic fibrosis (cf) patient. Actual samples are available.

Manufacturer narrative:
Even though the pump was not implecated in this event, the facility provided the pump event history to the product analysis lab (pal) for review. The event history review indicates:primary rate ? Volume moderate: 30 ml/hrvolume to be infused (vtbi): 30 mlpiggy rate: 50 ml/hrpiggy vtbi: 100 ml.per event history; the pump performed as programmed.

Event description:
It was reported that the device was explanted after an implant duration of approximately 3.6 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Additional information received in the form of a copy of the customer's medwatch.

Manufacturer narrative:
Received 1 used sample of product code 2c6537, lot unknown. Received 1 used sample of product code 2c7451, lot unknown. Note: both samples were returned as one setup therefore, they will both be evaluated together. Evaluation: the customer returned the 2c6537 primary set attached to a full 1000ml 0.9% sodium chloride solution bag. The customer also returned a 2c7451 secondary solution set attached to an empty 50ml 5% dextrose solution bag with a patient label adhered. Visual observations primary set noted, the set was fully primed and both clamps were in the closed position. Visual observations of the secondary set noted, the set was full primed and the clamp was in the closed position. There was a lever lock cannula attached to the male luer. It was also noted that the blue extension hanger was not returned. Visual observation of the primary bag noted, the bag was full of clear solution. A needle puncture in the septum was ntoed. The returned sets were checked for function and backflow. Both sets primed and flowed normally with no backflow noted, all clamps performed as designed with complete shutoff obtained. Because both samples performed as designed with no backflow noted, the complaint was not confirmed.

Manufacturer narrative:
Spoke with the nurse regarding the set up for the primary and secondary bags of fluids. The nurse indicated the set up for the primary and secondary bags was correct. The primary infusion was normal saline 1000ml for flushing the tubing and one bag of antibiotic of 100ml volume. The nurse indicated when she noted the fluid backing up, she changed the tubing, but did not change to a second bag of antibiotic. The event history indicated the total primary volume infused was 16ml, but the intravenous piggy back (ivpb) was a total volume of 153.5ml. The nurse was unable to confirm why these volumes were noted. The nurse indicated that she noted the primary bag seemed to be "very full" (over full). The nurse also indicated the facility tested the saline bag and antibiotic was found in the saline bag. The nurse state that typically, when the patient received her antibiotics, her cough decreased and she would feel less tired. That did not occur on the day of the event.

Event description:
The nurse reported the cautery was not working and sutures were used to close the wound. Additional info received from the surgeon stated the cautery was not working. They changed the cautery tip three times, but that did not help. The surgeon had made the conjunctival peritomy and injected the viscoelastic in the anterior chamber. The surgeon was concerned that other malfunctions may occur with the system. The case was terminated. The surgeon cancelled three cases. No pt injury was reported.